Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger falls out. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 328512. Batch no: 8162648. It was reported that when the customer pulls on plunger rod, it comes completely out. Stated the quality is not good. Stated 10 syringes affected. She does not use them once the plunger rod comes out. Verbatim: from phone call on (B)(6) 2019 09:39:20: spoke with consumer to get more clarification on what she reported. Lot: 8162648, item: 3/10 ml, 8 mm, 31g. Declined replacement. Sample available. Pet owner reported when she pulls on plunger rod, it comes completely out. Stated the quality is not good. Stated 10 syringes affected. She does not use them once the plunger rod comes out. Stated first time using product because someone gave them to her for her pet. Declined replacement because she is going to stick with another brand she uses.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8162648 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200766256] noted that did not pertain to the complaint.

Event description:
It was reported that relion® insulin syringe plunger falls out. This occurred on 10 occasions. The following information was provided by the initial reporter: material no: 328512 batch no: 8162648 it was reported that when the customer pulls on plunger rod, it comes completely out. Stated the quality is not good. Stated 10 syringes affected. She does not use them once the plunger rod comes out. Verbatim: from phone call on 2019-04-24 09:39:20: spoke with consumer to get more clarification on what she reported. Lot: 8162648, item: 3/10ml, 8mm, 31g. Declined replacement. Sample available. Pet owner reported when she pulls on plunger rod, it comes completely out. Stated the quality is not good. Stated 10 syringes affected. She does not use them once the plunger rod comes out.. Stated first time using product because someone gave them to her for her pet. Declined replacement because she is going to stick with another brand she uses.